Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Although the malfunction could not be reproduced, olympus found traces of water ingress inside the product. From this, it is possible that water droplets may have adhered to the printed circuit board for video signal processing built into the scope connector when the water ingresses, which resulted in an overcurrent caused by a short circuit, leading to the video system center detecting the abnormality and issuing an error code. Additionally, the reason the problem has not yet been reproduced is likely because the water droplets have dried. As for the cause of the internal ingress, olympus believes that water ingressed from an air leak confirmed in the control section, which is what caused the water to ingress inside the product. The inspection method for this event is described in the gif/cf/pcf-290 series instruction manual operation edition, "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. The customer's allegation was confirmed. A definitive root cause cannot be identified. It was assumed that the damage to the image sensor unit (e.g., disconnection) or the failure of mounted parts (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling has caused the failure of the image sensor unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of the device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e315 (non-target scope connection) which occurred due to corrosion of the scope connector. There were no reports of patient involvement.